Event description:
Customer was hospitalized for dka. Spouse refused to provide any other info and denied to troubleshoot the pump. Customer did state that the pump had alarms and no other details were provided. Also spouse demanded more supplies and a replacement pump. Customer reverted to back up plan of manual injections.